Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell and ruptured her pcl and her cruciate retaining knee became unstable.

Manufacturer narrative:
An event regarding revision due to joint instability following a fall and pcl rupture involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding revision due to joint instability following a fall and pcl rupture was reported. The exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient fell and ruptured her pcl and her cruciate retaining knee became unstable.